Event description:
It was reported that balloon rupture occured. The 95% stenosed target lesion was an in-stent restenosis located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during fourth inflation at 18 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's condition was good.